Event description:
Enduser's family member alleges the enduser was coming down a ramp, when the enduser accidentally jammed enduser's hand on the controller causing the enduser to fall out of chair. Enduser sustained a slight fracture to enduser's left shoulder.